Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed twice for no delivery and that the blood glucose ran high. He stated that when he did the set change, the cannula was bent. The blood glucose reading was 582 mg/dl. The drive support cap appeared normal and recessed. The insulin pump passed the self test. The customer declined further troubleshooting and was advised to treat with a bolus and monitor the issue.